Manufacturer narrative:
As reported, button one of 5f mynx control vascular closure device (vcd) was not pressed. Hemostasis was achieved with manual pressure. There was no reported patient injury. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and moderate presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection showed that button 1 and button 2 were both in the non-depressed position. The stopcock was open, and a cordis mynx syringe was attached to the unit. The sealant was present in its manufactured position and fully covered by the sealant sleeves, which exhibited no abnormal conditions. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were noted during the visual inspection. A functional simulated deployment test was performed to ensure functionality. The unit operated as intended: the tension indicator was first aligned by pulling the distal tip in the distal direction, then button 1 and button 2 were depressed in the instructed sequence. The sealant deployed properly, and the balloon retracted without issue. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it passed functional analysis with no resistance or anomalies noted. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since it passed functional analysis. However, procedural/handling factors (such as incorrect alignment of the tension indicator prior to attempting depression) and concomitant device factors (which was not returned for analysis, and may have been damaged as the access site vessel had moderate vessel tortuosity) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggest that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Section b5 corrected.

Event description:
As reported, button one of 5f mynx control vascular closure device (vcd) was not pressed. Hemostasis was achieved with manual pressure. There was no reported patient injury. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and moderate presence of pvd / calcium in the vicinity of the puncture site. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button one of 5f mynx control vascular closure device (vcd) was not pressed. There was no reported patient injury. The device will be returned for evaluation.